Manufacturer narrative:
The investigation on a smiths medical syringe infusion pump medfusion was completed on only the battery returned. Summary of the investigation confirmed the complaint. Only the battery pack was returned for evaluation. The returned battery pack was found to be completely non-operational when placed in a known good pump. Unable to determine why the battery pack would not work. The battery pack was over 4 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Investigation completed on battery as the pump was not returned, just battery.

Event description:
Information was received indicating that during preventative maintenance of a smiths medical medfusion® 4000 wireless syringe infusion pump that a battery not working error occurred. There was no reported patient involvement or injury.